Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a sudden increase in its right ventricular (rv) lead shock impedance measurements, with the measurements been high out of range and a slight increase in impedance measurements. Technical services (ts) was consulted and reviewed available data, with further in clinic evaluation recommended. This ICD remains in service. No adverse patient effects were reported.